Manufacturer narrative:
(B)(4). Us reporting agent notified on: (B)(4) 2014. Mfg site eval: a large piece of the ceramic insulation is broken off. This happened due to mechanical overload, most likely in combination of banding and grasping. Failure is user related. There are no indications of material or product deviations.

Event description:
Country of complaint: (B)(6). Intraoperative breakage of ceramic insulation. Fragment fell into pt, could be retrieved. Just short delay. No harm to pt. Customer expects analysis result.